Event description:
Customer reported a failure code 814:04. Customer stated incident occurred during biomed testing. No pt injuries associated with this report and there have been no incident reports filed since the last baxter service event.